Event description:
It was reported that the patient experienced inadequate stimulation. The patients ipg was placed more than 2cm below the skin, making charging difficult and uncomfortable. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.